Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-00163. It was reported that the patient experienced pain at the ipg site with stimulation on. Additionally, patient also experienced ineffective therapy. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report of ¿pocket site pain with stimulation on¿ was not confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. Analysis of the return lead found it was cut during the explant procedure and had one broken wire in the paddle (at channel one). This fracture is consistent with a sudden event that occurred while the lead was still in vivo; ¿having happened during the explant procedure.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.